Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that this patient had re-operative valve surgery after an implant duration of approximately 6 years. Based on the follow-up with the health-care provider, it was learned that the transapical mitral valve-in-valve surgery due to prosthetic mitral valve regurgitation. There was a periprosthetic leak. Per the operative report, patient has mitral valve (tissue or native) dysfunction with deteriorating hemodynamics and prefusion. Unfortunately, no other details were provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device could not be evaluated as it remains implanted in the patient; therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.